Manufacturer narrative:
The instrument was returned and evaluated. Engineering could not confirm the customer reported complaint of a broken cable. Visual inspection revealed drive cables and conductor wires being intact and undamaged at the wrist. The instrument was placed on an in-house is3000 system and driven. Recognition and engagement passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Clinical type evaluation did not find any issues. There were 7 uses left. No physical damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during central processing a broken wire was noted. There were no missing or fallen pieces reported. The customer did not allege any patient harm, adverse outcome or injury.